Event description:
The balloons on three catheters leaked during use. There were no pt complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's examination indicates the balloon had deteriorated near the proximal glue line. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.